Event description:
The customer reported that during a case, the system stopped fluoring when pressing the xray on button. No patient information was available.

Manufacturer narrative:
The service rep was unable to reproduce the problem. The system operates as intended.